Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the hospital for high blood glucose levels but refused to be admitted. The blood glucose reading was over 500 mg/dl. The customer's wife did not know whether the customer had been wearing the insulin pump at the time of the hospital visit. Nothing further reported.